Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the light post from the telescope seems to have broken off and stayed in the light lead connection" was caused by a rough and wrong handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the light post on her olympus ultra telescope appears to have broken off and stayed in the light lead connection. According to the initial reporter, this event occurred during preparation for a laparoscopic procedure. Reportedly, the intended procedure was completed using a similar device without any delays or patient harm.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.